Manufacturer narrative:
The surgeon alleged that the patient's precice nail appeared to be broken after reviewing x-ray results; the device was removed, without incident. No negative outcomes have been reported and the patient is doing fine. An evaluation of the returned device is in process. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A surgeon alleged that a patient's precice nail appeared to be broken after reviewing x-ray results.